Event description:
The customer alleged that cidex opa was leaking out of the unit, onto the floor. There has not been any human reactions to it. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The actual component was not evaluated by fse. Upon arrival, the carolinas medical center declined to have the aer serviced, due to service contract expiration. Carolinas medical center reported that they are in the process of renewing the contract and will request the service be performed at that time. At this time, the unit s no longer leaking cidex opa. Reference: MDR: 2150060-2009-00027.